Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the buttons are stuck. Customer also indicated that there was a blank display. The customer's blood glucose reading was 70mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self- test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector was locked properly during visual inspection. No stuck button alarm or unexpected red light flashing during testing. The insulin pump passed the leak test. The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no blank display noted. The battery tube connector plugged in properly during visual inspection. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.